Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked battery tube threads, a scratched case, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. However, the insulin pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor, vibrator and force sensor during visual inspection. No moisture damage found on the battery tube and keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had a crack and water damage. Customer stated that insulin pump clip got broke. The insulin pump was returned for analysis.